Manufacturer narrative:
After consultation with the manufacturer, it was decided to return the device for the detailed investigation. The process was initiated- waiting for the confirmation that the device is available for return. More details, will be provided to the next report.

Manufacturer narrative:
During further testing, the strap unwinding occurred again. The investigation is still ongoing. The results will be provided upon investigation completion.

Event description:
The strap with the spreader bar of the maxi sky 2 plus unwound unexpectedly from a height of 25 cm to the floor. This issue occurred during servicing of the device. No patient was involved, and no injury was claimed.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Manufacturer narrative:
The device was returned for the manufacturer's detailed investigation on (B)(6) 2025. The conclusions from this investigation will be provided when it is completed.

Manufacturer narrative:
The device operated correctly during further testing. No failure was found. After consultation with manufacturer, it was decided to return the device for further testing (returned on 6 feb 2025). The technical expertise was conducted in arjo laboratory in several steps: visual inspection (1), functional inspection (2) and analysis of the log events file (3). (1) the lift was generally in good condition. The transmission was original (since device manufacture). There was sufficient grease on the second stage gear. The strap was replaced before return of the ceiling lift to the manufacturer , therefore the one from the event could not be inspected. The transmission is the ceiling lift mechanism that allows to lift and lower the spreader bar via unwinding or retracting the strap. The first and second stage gears are part of the transmission that allow proper strap movement. (2) the weight detection limit, upper and lower limits and the emergency stop were working correctly during functional testing. No functional issue was found. The strap unwinding was not recreated during testing. (3) the log of lift could not be analyzed on the day of the event because the real time clock battery was discharged, resulting in incorrect log dates. As a result, the specific event could not be identified in the recorded data. The exact cause of the strap release could not be determined. The most likely hypothesis is that a malfunction in the weight detection limit may have created a loose section of the strap around the drum, which was then released during servicing. However, this could not be confirmed with certainty, as the issue could not be replicated during testing. To summarize, arjo device was not used for a patient transfer when the issue occurred. The device did not meet the performance specification as the strap unrolling. The complaint decided to be reportable due to the strap's unexpected unwinding that could not be stopped.

Event description:
The strap with the spreader bar of the maxi sky 2 plus unwound unexpectedly from a height of 25 cm. This issue occurred during servicing of the device. No patient was involved, and no injury was claimed. The maxi sky 2 plus is a configuration of the maxi sky 2 ceiling lift with dual mode, which means that it consists ot two interconnected ceiling lifts. Such a configuration allows the transfer of the bariatric patient. In the claimed complaint, the strap for both ceiling lifts unwound, resulting in lowering of the spreader bar.